Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. The patient had no consequences.

Event description:
New information received notes programming changes were performed. The patient condition post-intervention was unknown.

Event description:
New information noted there were no patient consequences post-intervention.